Manufacturer narrative:
As reported, a .018 5x4 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter was used but it ruptured. Therefore, it was replaced with another slalom 5x20 balloon catheter and the procedure was completed. There was no reported patient injury. The lesion had some calcification. The lesion had some tortuosity with 99% stenosis. This was a shunt pta case. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter did go through an acute bend. The plunger did depress into the syringe/indeflator when trying to inflate and the balloon inflated normally with a maximum inflation pressure of six atms. The balloon did not seem to ¿stick¿ to a stent. The balloon rewrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 82176929 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. With the limited amount of information provided and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. However, arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a .018 5x4 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter was used but it ruptured. Therefore, it was replaced with another slalom 5x20 balloon catheter and the procedure was completed. There was no reported patient injury. The lesion had some calcification. The lesion had some tortuosity with 99% stenosis. This was a shunt pta case. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter did go through an acute bend. The plunger did depress into the syringe/indeflator when trying to inflate and the balloon inflated normally with a maximum inflation pressure of 6atms. The balloon did not seem to ¿stick¿ to a stent. The balloon rewrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for evaluation because it was discarded.